Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that they patient was shocked by the implantable cardioverter defibrillator (ICD). The caller stated the patient felt the remote monitor had caused the device to shock. The caller was concerned the monitor had not transmitted for close to a year. Follow up with the clinic indicated that the patient had not been seen since the shocks and they had not viewed the transmission. The monitor status is unknown. The device remains in use. No further patient complications have been reported as a result of this event.